Event description:
It was reported that the patient presented for an implant of right ventricular (rv) lead. The next day, the lead exhibited high capture threshold, decreased r-waves, and low pacing impedance due to lead dislodgement, confirmed by fluoroscopy. The lead was repositioned successfully on (B)(6) 2022. The patient was in stable condition.